Manufacturer narrative:
H3: device remains implanted. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2014, a patient presenting with a descending thoracic aortic aneurysm was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with a penetrating aortic ulcer proximal to the aortic stent graft. The patient was treated with implantation of an additional device. The below event is recorded in the medwatch submitted under report number 2017233-2024-05218. On (B)(6) 2019, the patient presented with dilation of the abdominal area distal to the implanted devices. The patient was treated with implantation of an additional device. On (B)(6) 2019, the patient presented with dilation of the abdominal area distal to the implanted devices. The patient was treated with implantation of an additional device.

Event description:
It was reported that on (B)(6) 2014, a patient presenting with a descending thoracic aortic aneurysm was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with a penetrating aortic ulcer proximal to the aortic stent graft. The physician attributed the ulcer to atherosclerosis. The patient was treated with implantation of an additional device.

Manufacturer narrative:
Updated b5, g3. Corrected h6: updated medical device problem code to a24, code a26 was inadvertently entered. Updated investigation findings code to c24, code c19 was inadvertently entered and should be removed. A review of the manufacturing records indicated the lot met all the pre-release specifications. Additional information including patient imaging was requested from the study site but were not provided. Additionally, the device remains implanted. Neither an evaluation of pre or post operative imaging nor an evaluation of the device were possible. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.

Event description:
It was reported that on (B)(6) 2014, a patient presenting with a descending thoracic aortic aneurysm was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with dilation of the abdominal area distal to the implanted devices. The patient was treated with implantation of an additional device. On (B)(6) 2019, the patient was treated with implantation of an additional device.